Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set the integrated holder separated from the non patient end needle. This event occurred 48 times. The following information was provided by the initial reporter. The customer stated: "the holder is coming loose and detaching from the butterfly needles mid-way during a blood draw."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set the integrated holder separated from the non patient end needle. This event occurred 48 times. The following information was provided by the initial reporter. The customer stated: "the holder is coming loose and detaching from the butterfly needles mid-way during a blood draw."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos is only a representative photo of the slbcs device so the indicated failure mode for separation of luer adapter with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and 8 by functional testing and no issues were observed relating to separation of luer adapter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separation of luer adapter. Bd was not able to identify a root cause for the indicated failure mode.